Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) and inverter backlight printed circuit boards (pcbs). The unit passed extended self-testing (est), calibrations, short self-test and performance verification test (pvt). (B)(4).

Event description:
The customer reported that the 840 ventilator had a distorted screen. The device was not in use on a patient when the malfunction occurred.